Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The biomed immediatly went into the service screen to check battery status while performing a pm. The biomed did say this machine is only used for one type of procedure and that it is generally plugged in and used about once a month. The biomed ordered a lamda power supply kit and replaced the suspect power supply. After five hours the battery status was normal. The biomed disposed of the part per hospital recycling methods. The unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventive maintenance (pm) of the device, observed a "power supply failure" error message on the battery maintenance screen of the central control monitor (ccm). There was no patient involvement.